Event description:
It was reported by the manufacturer representative (rep) that the patient presented with a lead-exposed outside of the scalp, which had eroded through the skin. The environmental, external, or patient factors that may have led to or contributed to the issue were unknown. The physician opened the site and removed the extension due to a possible infection. The extension was then sent to the lab to be tested for infection. The issue was resolved at the time of this report, and the healthcare professional had no further information about this event.

Manufacturer narrative:
Continuation of d10: product ID b3400060, serial# (B)(6), implanted:(B)(6) 2021, explanted: (B)(6) 2024, product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060, serial/lot #: (B)(6), ubd: 23-sep-2024, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.